Manufacturer narrative:
Correction: the customer clarified all the lot numbers involved in this event. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd alaris¿ smartsite¿ needle-free valve attached to the IV catheter wouldn't flush or pull back blood. Lot 20026614 had 3 occurrences of this event, lot 20026416 had 1 occurrence, lot 20026417 had 5, lot 20036241 had 4, and lots 20026422 and 20095557 had 1 occurrence each. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20026614 d.4. Medical device expiration date: 2023-02-19 h.4. Device manufacture date: 2020-02-19 d.4. Medical device lot #: 20026416 d.4. Medical device expiration date: 2023-02-17 h.4. Device manufacture date: 2020-02-17 d.4. Medical device lot #: 20026417 d.4. Medical device expiration date: 2023-02-17 h.4. Device manufacture date: 2020-02-17 d.4. Medical device lot #: 20036241 d.4. Medical device expiration date: 2023-03-13 h.4. Device manufacture date: 2020-03-13 d.4. Medical device lot #: 20026422 d.4. Medical device expiration date: 2023-02-17 h.4. Device manufacture date: 2020-02-17 d.4. Medical device lot #: 20095557 d.4. Medical device expiration date: 2023-09-08 h.4. Device manufacture date: 2020-09-01

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve attached to the IV catheter wouldn't flush or pull back blood. Lot 20026614 had 3 occurrences of this event, lot 20026416 had 1 occurrence, lot 20026417 had 5, lot 20036241 had 4, and lots 20026422 and 20095557 had 1 occurrence each. The following information was provided by the initial reporter: "we are having issues again with product 2000e. Once valve is attached to IV cath we are unable to flush or pull back any blood. The nurses then have to remove the valve and reattach or get a whole new valve to get it to work. In june when we had issues we were able to narrow it down to one lot number. This time it looks like there are multiple lots involved. Right now I have lot number 20026614, but others have failed. I do not have those lots right now¿the nurses have tossed out the packaging. We have informed them that from here on out the packaging is to come to me so I can log the lots. The lead nurse is putting in ivos¿s for the issues. We need to see if this is a manufacturing issue. Our nurses have used this product for years and only recently we have had issues, so I know this is not nurse error."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20026614. Medical device expiration date: 2023. Device manufacture date: 2020-02-19. Medical device lot #: 20026416. Medical device expiration date: 2023-02-17. Device manufacture date: 2020-02-17. Medical device lot #: 20026417. Medical device expiration date: 2023-02-17. Device manufacture date: 2020-02-17. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve attached to the IV catheter wouldn't flush or pull back blood. Lots 20026614, 20026416, 20026417, and an unspecified lot each had one occurrence of the event happen in them. The following information was provided by the initial reporter: "we are having issues again with product 2000e. Once valve is attached to IV cath we are unable to flush or pull back any blood. The nurses then have to remove the valve and reattach or get a whole new valve to get it to work. In june when we had issues we were able to narrow it down to one lot number. This time it looks like there are multiple lots involved. Right now I have lot number 20026614, but others have failed. I do not have those lots right now. The nurses have tossed out the packaging. We have informed them that from here on out the packaging is to come to me so I can log the lots. The lead nurse is putting in ivos¿s for the issues. We need to see if this is a manufacturing issue. Our nurses have used this product for years and only recently we have had issues, so I know this is not nurse error."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: samples were returned. 3 for lot# 20026614, 5 for lot# 20026417, 4 for lot# 20036241, 1 for lot# 20026422, and 1 for lot# 20095557. No samples were returned for lot# 20026416. It was reported that once the valve is attached to IV cath, nurses are unable to flush or pull back any blood. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be infused with a blue dye/water mixture. The sets were able to be infused. The failure was unable to be replicated. A root cause was unable to be determined. A device history record review was performed for all 6 lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20026416, regarding item #2000e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20036241 regarding item #2000e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20095557 regarding item #2000e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20026422 regarding item #2000e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20026417 regarding item #2000e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20026614 regarding item #2000e. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve attached to the IV catheter wouldn't flush or pull back blood. Lot 20026614, had 3 occurrences of this event, lot 20026416, had 1 occurrence, lot 20026417, had 5, lot 20036241, had 4, and lots 20026422, and 20095557, had 1 occurrence each. The following information was provided by the initial reporter: "we are having issues again with product 2000e. Once valve is attached to IV cath we are unable to flush or pull back any blood. The nurses then have to remove the valve and reattach or get a whole new valve to get it to work. In june when we had issues we were able to narrow it down to one lot number. This time it looks like there are multiple lots involved. Right now I have lot number 20026614, but others have failed. I do not have those lots right now. The nurses have tossed out the packaging. We have informed them that from here on out the packaging is to come to me so I can log the lots. The lead nurse is putting in ivos¿s for the issues. We need to see if this is a manufacturing issue. Our nurses have used this product for years and only recently we have had issues, so I know this is not nurse error."